Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2017 was above 27.9 mmol/l with diabetic ketoacidosis, large ketones, vomiting, and confusion. It was reported the patient was hospitalized and was treated with an unspecified treatment. The reported noted that the display screen lens was scratched and was difficult to read. It was reported that the day before the reported health event, (B)(6) 2017, the pump alarmed for a low battery, low cartridge, and an occlusion alarm. This complaint is being reported because the pump could not be ruled out as a cause or contributing factor to the reported health event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .